Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 5 days following an implantation of an intraperitoneal prosthesis on an open visceral surgery, the patient was readmitted due to small intestine fistulization. Medical or surgical intervention was required to prevent permanent impairment. The event led to extended hospitalization of 5 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.